Event description:
Nurse was getting ready to move a stretcher. Nurse pressed down on foot pedal to unlock the wheel and the foot pedal flipped upside down.staff re-flipped foot pedal as instructed by the manufacturer. Steering mechanism functioned appropriately after pedal was re-flipped.======================manufacturer response for stretcher, prime stretcher (per site reporter).======================manufacturer has been notified and instructed our staff to physically press down until the foot pedal re-flips to the correct position.